Event description:
The patient reported that the luer lock connection (connection between the insulin cartridge and infusion set) was not secure with 3 different infusion set and cartridges. The patient claimed she found the insulin tubing dangling along her leg and on 2 other occasions, she felt insulin dripping on her leg. The patient had elevated blood glucose in the 300's mg/dl and corrected her bg with the pump: she denied receiving any additional medical attention and was not symptomatic at the time of the events. The patient was unable to confirm if she tightened the tubing to the cartridge tightly since she has arthritis. There was no adverse event associated with this complaint; however, this complaint is being reported due to the alleged unsecured luer lock connection.

Manufacturer narrative:
The device has not been returned to animas. Since the lot # of the cartridge was not provided, animas was unable to complete the investigation on retains. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.